Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. (B)(4). There was no additional patient information provided by the customer due to privacy issues. The complaint investigation for a false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with lot 22154ui00. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Labeling review concluded that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent, lot 22154ui00 was identified.

Event description:
The customer reported false positive architect b-hcg results on one patient with endometrial polyps. The results provided were: first draw architect i2000sr = 61.91miu/ml (>/=25.00miu/ml = positive) / architect i1000sr = 24.73 (>5.00 to <25.00miu/ml = grayzone) / alinity I = 32.28miu/ml (positive) / roche analyzer = <0.1(negative); second draw next day i2000sr = 43.24(positive) / i1000sr = 16.65 (grayzone) / alinity I = 16.97 (grayzone) / roche = <0.1 (negative). There was no reported impact to patient management.